Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair procedure it was reported that the t1 implant dislodged and t2 did not deploy even after trying it post-surgery. A new one was opened up and they completed the surgery without delay. It was stated, "the handle is too stiff. It's unable to deploy t2 implant." There were no patient injuries, or complications. The device did not break in the patient.